Event description:
Boston scientific received information that this device was emitting beeping tones. When the device was interrogated, the longevity was appropriate. An error message occurred stating the battery was not sufficient to assure therapy. As a result, the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory a thorough product analysis was performed. Visual inspection revealed no anomalies. The device was opened and a current measurement was made at 22ua with a battery at 3.2 volts. The coulomb counter does not indicate a high current condition was present. This is typical of a device with leaky battery bypass capacitors.